Event description:
It has been reported that device was deployed and shock advised, but not delivered. Second AED was deployed, and shocks were delivered. Subject was not resuscitated.

Manufacturer narrative:
Pr number: (B)(4). Device eval pending. Date of MFR: september 2006.